Manufacturer narrative:
Investigation is ongoing. Device expected back.

Event description:
As reported, 23 mm ultra sapien 3 in the aortic position, via transfemoral approach. As soon as the valve and delivery system passed through the sheath, a bent strut on the tavr valve was noted. A new valve was successfully implanted. Additional information received indicated that the patient was admitted with a cold leg. There was a reported luminal tear of the iliac where the device was inserted.

Manufacturer narrative:
The valve was returned crimped on a delivery systems inflation balloon, which was fully inserted through sheath. The returned valve was visually inspected for any abnormalities and the following was observed: one (1) strut slightly bent outward at the inflow side. Post expansion (deployment), the bent strut corrected, frame distortion was noted and one strut was exposed through skirt, it was normal post crimping and usage. The leaflets were wrinkled and dehydrated, likely due to storage condition. No dimensional inspection was able to be performed due to device return condition. No functional testing was able to be performed due to device return condition. No imagery was provided therefore no imaging evaluation was performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaints for failure frame damaged was confirmed. A review of the lot history revealed no complaints related to the event failure frame damaged. A complaint history review was performed with the codes device preparation particulate noticed; the complaint occurrence rate did not exceed the applicable trending control limit. The following instructions for use (IFU) and training manuals were reviewed; commander delivery system with s3/s3u, procedural training manual and device preparation training manual. No IFU/training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. The complaint for failure frame damage was confirmed based on returned device. A review of the DHR and lot history did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, as soon as the valve and delivery system passed through the sheath, a bent strut on the tavr valve was noted. Additional information received indicated that resistance was met at the distal end of the sheath were the tip is supposed to expand, however, the tip did not expand as usual, it tore at the distal opening of the sheath. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath 12 cm while advancing the thv/delivery system, and do not overmanipulate the sheath at any time. In this case, the sheath distal tip was unexpanded and excessive force was likely applied during the delivery system/ crimped valve insertion through the sheath. The frame strut likely caught within the sheath unexpanded distal tip and attempts to manipulate the device to overcome resistance damage the valve struts at the inflow side. As such, available information suggests that procedural factors (unexpanded sheath distal tip, excessive device manipulation, high push force) may have contributed to the complaint event. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required. In this case, a luminal tear of the iliac artery/dissection was reported to have occurred and was possibly due to procedural factors (device manipulation)and/or possibly calcification of the access vessel that may have contributed to the complaint event.